Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that there were missing screws with vanguard ssk knee. No adverse events have been reported as a result of the malfunction. There is no additional information at this time

Manufacturer narrative:
Complaint sample was evaluated and the reported event could not be confirmed. Only the femoral component was returned for evaluation. No internal packaging was returned for further evaluation. Visual inspection was performed and noted no damage to the returned product. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.